Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04376. The pt received two leads with different lot numbers (off-label use). It was reported the pt had a loss of stimulation on her left side. The sjm representative attempted to reprogram the pt, but all contacts were invalid on the lead at issue. Follow up identified the physician replaced both leads.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.